Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main cubie drawer 6.1 failed to stay closed. The field service engineer (fse) opened main drawers 6.1 and 6.2 and found that the mounting three screws were missing. New screws were installed and tightened. Main drawer 5.1 was also tightened and repaired. All drawers were tested in the hardware test application (hta), confirming that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer would not shut or stay closed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.